Event description:
It was reported that, the subject was enrolled in (B)(4) study. Crfs were received for the study indicating that the subject's prior knee system was stryker and was revised with the triathlon ts knee system on (B)(6) 2012. The site noted that this was an aseptic failure of the knee, failed tibial component, polyethylene wear, malalignment, implant migration, loosening tibial. Op notes and x-rays were requested from the site and will be forwarded upon receipt.

Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report. This is the same pt/event as MFR #2249697-2012-01475. Catalog number and lot code of other device listed in this report; description: unk femoral component, cat #unk, lot #unk.